Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime after port placement, the catheter was allegedly fractured. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one single lumen plastic MRI port with 8fr. Groshong catheter was returned for evaluation, consisting of a catheter lock, port, and segment of catheter attached to the port. A separate segment of power catheter was also received. Visual, microscopic, functional, and tactual evaluations were performed. The investigation is confirmed for a catheter break, which was more specifically found to be due to pinch-off. The distal catheter segment was found to measure 17.4 cm. The proximal segment measured 4.7 cm. Each manifested a circumferential end break, with partial rounding and smoothing along part of the circumference, with a rough granular surface throughout the rest of the circumference. These break ends matched up, and each exhibited a somewhat elliptical profile. Pinch-off is associated in particular with placement in the subclavian vein medial to the thoracic outlet, and is therefore the most likely root cause given the information available. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately eight months post port placement, the catheter was allegedly fractured into two segments. It was further reported that the port and the distal segment were removed. There was no reported patient injury.